Manufacturer narrative:
The investigation for the purge leak and pump stop has been completed. The product was returned and evaluated. There was a crack down the length of the luer on the sidearm that connects to the cassette tubing. There was also biomaterial found around the purge gap. Log review showed a drop in purge pressure shortly after a bag change. After about 30 minutes, purge pressure increased suddenly and then leveled around 600 mmhg. Purge pressure slowly increased after that until a motor current spike occurred and the pump stopped. The "purge leak - pump" fm was removed because it was incorporated into the root cause of the pump stop. The cause of the pump stop was a purge leak due to sidearm yellow luer damage most likely occurring during use due to the high tensions in combination with disinfectants and certain drug ingredients (example oil, alcohol, lipids, etc.). The lack of purge pressure likely caused biomaterial buildup, which ultimately led to a pump stop.

Event description:
The complainant reported that the impella cp purge was leaking. The luer at sidearm was damaged. The doctor decided against a purge filter bypass. As a result, the pump stopped after several hours. The impella was exchanged. The patient remained stable. The patient survived the explant.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention: section: using the automated impella controller with the impella catheter. ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock. Section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention: section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention: section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿